Event description:
Literature: nebel a, reese r, deuschl g, mehdorn hm, volkmann j. Acquired stuttering after pallidal deep brain stimulation for dystonia. J neural transm. 2009;116(2):167-169. Summary: this case report supports the view of stuttering as a speech motor disorder of basal ganglia origin. Clinicians should be aware of acquired stuttering as a rare adverse effect of pallidal neurostimulation for treating segmental or generalized dystonia. It was reported that the patient experienced device failure and revision of the right stimulation system due to a breakage of an extension cable. See manufacturer report number: 2182207-2009-02757.

Manufacturer narrative:
See scanned pages.